Event description:
It was reported that the programmer had an error upon boot up. The sales representative (sr) stated that the weather was very hot and after about 20 minutes of letting the programmer cool down, it would not turn off and an error appeared stating that the device was too hot to turn off. Technical support (ts) suggested the sr place the programmer in a cool room for at least 2 hours. Then run the service disk in an attempt to clear the errors. The programmer remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).